Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer continued to use the pump for insulin therapy